Event description:
It was reported that the patient underwent a procedure in which their entire spinal cord stimulation (scs) system was explanted for an unknown reason. The patient has recovered. The explanted devices will not be returned as they were retained by the medical facility. Additional information was received that the patient believed that her spinal cord stimulator was not providing any significant relief for her back pain.

Manufacturer narrative:
Update to block b5. Additional suspect medical device components involved in the event. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5089444. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5080648.

Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5089444. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5080648.

Event description:
It was reported that the patient underwent a procedure in which their entire spinal cord stimulation (scs) system was explanted for an unknown reason. The patient has recovered. The explanted devices will not be returned as they were retained by the medical facility.